Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) and electrode belt sn: (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 5/15/2018. Belt: 10/31/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was unconscious and the patient's wife was present at the time of the event. CPR was reportedly performed on the patient. Review of the patient's download data revealed that prior to passing, the patient received three inappropriate treatments from the lifevest. At 9:37:22 pm, the patient received the first treatment. The patient's rhythm at the time of the treatment was sinus bradycardia at 35 bpm with CPR artifact. The post-shock rhythm was sinus bradycardia at 35 bpm. At 9:41:41 pm, the patient received a second treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was also asystole. At 9:42:08 pm, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity, and the post- shock rhythm is unknown as the device was shutdown at 9:42:09 pm before the rhythm could be recorded. CPR artifact and oversensing of low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. There is no indication of a device malfunction that caused or contributed to the inappropriate treatment or patient death.